Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08oct2018. Philip's field service engineer provided the customer a quote for repair. The customer declined repair. No further details were provided.

Event description:
The customer reported the unit is not switching on. There was no patient involvement reported. The event date was not specified; estimate used.